Event description:
Caller reported a tandem mobi cartridge alarm, which was confirmed by technical support as cartridge alarm 30. The issue did not adversely impact the customer's blood glucose levels. Technical support decided to replace the pump. The customer was informed they would receive a replacement pump with updated software, as the current pump was still under warranty until february 24, 2027. Instructions were given to return the faulty pump to tandem using a provided box and label, along with guidelines on programming settings into the new pump, connecting their cgm, and placing the pump into storage mode before returning it. The customer confirmed understanding and acknowledged all instructions. No backup insulin delivery therapy was available at the time, so the customer planned to reach out to their healthcare provider for guidance.